Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that end tidal c02 failure to read error. The complaint was escalated for technical investigation and the results indicate that the etco2 was applied and gave no reading. Monitor displayed an error ¿capnometry exhaust blocked (reconnect filter)". The malfunction occurred while the patient was intubated, tube was confirmed with visualization using video laryngoscope, + breath sounds. Based on the information available and the testing conducted, the cause of the reported problem was faulty capnometer assembly. The reported problem was confirmed. Capnometer assembly was replaced and then the device was tested. The device is working within specifications. A review of the risk management file was performed, and the potential severity is s has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation identified assembly issue. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that tempus pro device end tidal c02 failed to read error. The customer reported patient was intubated, the tube was confirmed with visualization using a video laryngoscope, breath sounds. Etco2 was applied and gave no reading. The monitor displayed an error ¿capno exhaust blocked (reconnect filter)" the crew ensured that there was nothing blocking the port, and attempted to change the filter 3 times with no success. The crew also advised that they were certain that they allowed the device to ¿initialize¿ prior to attaching the etco2 filter." A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.